Event description:
Report received from baxter involving an infusion pump that underdelivered during accuracy testing by a baxter technician. Per the baxter representative, no injuries or reactions were reported when this occurred.